Event description:
During an acl (anterior cruciate ligament) repair procedure utilizing a fast-fix 360 curved ndl delivery sys, it was reported that when the first implant (t1) was deployed, the second implant (t2) fell from the inserter. The surgeon was attempting to repair the posterior part of the lateral meniscus. The surgeon used both hands to push the deployment knob because it was stuck. The t2 implant was removed but t1 was left in the patient unsupported. The device shaft was noted to be slightly bent. A second site was prepared and the surgeon successfully inserted another fast-fix anchor. The initial site was left empty. There were no reports of patient injuries or complications.

Manufacturer narrative:
Device evaluation: one fast-fix 360 inserter was received for evaluation without the suture or the implants. The device was visually evaluated and identified to be bent at the tip of the needle/shaft interface. The device was functionally tested and failed to actuate as the actuator rod is damaged due to the bent shaft, and remains fully extended past the needle tip and will not return to the starting position. The condition of the device is consistent with a device that has been damaged during use. The information for use states: ¿intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ a review of the device history records and quality records associated with this manufactured lot confirmed that no abnormalities were reported. The failure mode is confirmed and the root cause is user error. (B)(4).